Event description:
The MFR received info alleging a cannula which was connected to an everflo oxygen concentrator caught on fire, while in use, when the pt was smoking a cigarette. The pt expired as a result.

Manufacturer narrative:
The MFR reviewed the user manual for the everflo device. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame." Product labeling also states, "the device is not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use. The MFR concludes the pt was smoking while using the everflo device. The MFR confirms that product labeling is adequate in providing warnings of open flames.